Event description:
The patient's mother reported that the patient was hospitalized for elevated blood glucose levels and dka between (B)(6) and (B)(6), 2010. The patient was wearing the pump upon admission to the hospital and had a blood glucose level of 526 mg/dl. The patient reportedly had ketones present and felt nausea. The patient was discharged with a blood glucose reading of 92 mg/dl. The patient's mother says that the patient injects bolus doses based on what she eats but does not check her blood glucose to bolus based on the reading. There was no evidence of a pump malfunction around the time of the hospitalization; however, the reporter could not confirm that the date and time were set correctly on the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. The owner's booklet instructs the user to edit the date and time if necessary on the "verify" screen when the pump is rebooted. No conclusions can be made at this time.